Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. The primary complaint was confirmed. The reported system error message appeared upon powering on the device. As a result, the archive data could not be downloaded for review and a functional test could not be performed. To resolve the issue, the processor board was replaced. The autopulse platform is a reusable device and was manufactured on december 2, 2008. Therefore, this type of issue is characteristic of normal wear of the device. Visual investigation was performed and found the battery lock bent. During further evaluation it was found (unrelated to the reported complaint) that the load cell 1 was faulty and the drive shaft stiff. Additional repairs were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The battery lock, single point load cell and load cell amp cabling were replaced and the sticky clutch plate was deburred. The platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) did not power on. During a follow-up call with the reporter, it was clarified that the issue occurred during patient use. According to the reporter, the responding team replaced the battery; however, the power issue was not resolved. Manual CPR was then performed. No further patient information was provided.